Event description:
The customer reported that the insulin pump was exposed to fluid. Customer stated the insulin pump was dropped in the toilet. Customer's blood glucose was 226 mg/dl. Assisted the customer to perform self test and test passed. Advised the customer to monitor the insulin pump and blood glucose and report back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)